Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions on how to reset the pump, which they had already done, and no further malfunction codes appeared after the reset. Technical support informed the customer to continue using the pump and to call back if any issues reoccurred, which the customer understood and acknowledged.